Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E1, e3, e4: the name of the initial reporter and occupation is unknown. The console (aic) was returned for evaluation. Upon evaluation of the console, the reported issue of battery failure was duplicated on an engineering bench. The battery 1 package voltage was measured to be 3.8 v, rather than the expected 16 v and the battery lcd indicator was blank (fully discharged). Battery 1 was replaced to resolve the failure alarm. Therefore, the root cause of the battery failure alarm was due to a defective battery and the root cause of the defective battery was due to single cell failure. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery failure alarm, and a battery status unknown alarm occurred. The battery level display at that time was 50%. The console was replaced. No report of patient harm or injury.